Event description:
Healthcare professional reported a rupture confirmed by ultrasound. This record relates to the right side. The device has been explanted and replaced by a non allergan device.

Manufacturer narrative:
Additional h6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a rupture confirmed by ultrasound. This record relates to the right side. The device has been explanted and replaced by a non allergan device.

Event description:
Healthcare professional reported, a rupture. Confirmed by ultrasound. This record relates to the right side. The device has been explanted and replaced by a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles observed, in the device. Crease fold observed, in the device. Wear abrasion observed, in the device. No further actions are required, as the device was implanted.